Event description:
Per surgeon note: while attempting to place the antirotation plastic guide the tip broke off in the anti rotation pilot drill hole anterior inferiorly on the glenoid. This measured 1mm x 1mm. The was flush to the glenoid bone and we were unable to get behind it to retrieve it. Instead of compromising glenoid bone stock the decision was made to proceed.